Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced difficulties placing the right ventricular (rv) lead. After three different placements of the lead, the physician noticed that the helix would not extend although they had screwed the maximum number of turns. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. Used alcohol to loosened tissue, helix extends(not within spec) but is bent, accurate measurement not possible due to bent helix. If information is provided in the future, a supplemental report will be issued.